Manufacturer narrative:
Updated ptc investigation result received on 01-feb-2016. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a hysterosalpingogram was performed and the result showed in one side placement was perfect, but the other side no coil. There was eggness of dye from right fallopian tube and essure was noted to be in the posterior pelvis. Essure was removed laparoscopically. This event, seen as device dislocation into abdominal cavity, is serious due to its medical importance and listed in the reference safety information for essure. In this case, this event was diagnosed about 7 months after essure insertion. However, the exact date and mechanism were not known. Considering its nature, a causal relationship cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed. A review of similar cases for the reported batch resulted in no similar adverse event cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram showed in one side placement was perfect, but on the other side no coil. Follow-up received on 04-oct-2015 with the final ptc (B)(4) investigation result: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 13-oct-2015: the required number of follow-up attempts has been completed with no response to date. Case closed. Follow up information received on 28-dec-2015: case upgraded to incident. Patient was (B)(6). On (B)(6) 2014 essure was inserted, lot number c91764, expiration date aug-2017, for sterilization. On hysteroscopy there was a 2 x 1cm polypoid mass with its base at the right cornua, that had to be removed before insertion of the right essure. Filmy adhesion at the os was bluntly dissected prior to insertion. Endometrial polup was sent to pathology and on report said that it was a remote placental implantation site. On (B)(6) 2014 she received a depo provera shot intramuscular. On (B)(6) 2015 hysterosalpingogram there was eggness of dye from the right tube and essure was noted to be in the posterior pelvis. On (B)(6) 2015 essure was removed laparoscopically. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a hysterosalpingogram was performed and the result showed in one side placement was perfect, but the other side no coil. There was eggness of dye from right fallopian tube and essure was noted to be in the posterior pelvis. Essure was removed laparoscopically. This event, seen as device dislocation into abdominal cavity, is serious due to its medical importance and listed in the reference safety information for essure. In this case, this event was diagnosed about 7 months after essure insertion. However, the exact date and mechanism were not known. Considering its nature, a causal relationship cannot be excluded. This case was upgraded to incident since surgical intervention was performed. An updated product technical analysis is expected.

Manufacturer narrative:
Follow-up information received on 14-mar-2016 - hcp questionnaire provided: the patient's age was updated to (B)(6). Concurrent condition included (B)(6) (obesity). History included gravida 5, para 4014 (4 term infants, 0 premature, 1 abortion, and 4 living children). The last delivery was on (B)(6) 2014 (vaginal delivery). Previous gynecological intervention was denied. At time of essure insertion ((B)(6) 2014), patient was postpartum and breastfeeding. Uterine findings prior to insertion included endometrial polyps of 2x1 cm with base at the right cornua, arcuate uterus. General anesthesia and sounding were applied during insertion, which was difficult on right side - only the left side was visualized. Fluid loss during hysteroscopy was less than 1500cc, but the procedure took 35 minutes. No perforation occurred. There were no complaints immediately after insertion. On (B)(6) 2015 the patient presented with irregular bleeding (she was still breastfeeding). The incorrect essure position was diagnosed on (B)(6) 2015 via hgs (hysterosalpingogram). The right coil was outside the tube, on the rectum behind the uterus, posterior cul de sac - it was partially embedded in rectal mucosa (previously reported as other side no coil / eggness of dye from right fallopian tube, essure was noted to be in the posterior pelvis). The left coil was in correct position and tube was occluded. Essure was removed on (B)(6) 2015 via laparoscopy. The removal was medically necessary and was also requested by patient. There were no pathology results, sings of infection or inflammation. Patient was well on 2 week follow-up, and the outcome was reported as recovered/resolved. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during hsg done 7 months after placement, it was observed the right coil was outside the tube, on the rectum behind the uterus, posterior cul de sac - it was partially embedded in rectal mucosa the left coil was in correct position and tube was occluded. Essure was removed laparoscopically 3 months after the confirmation test. She also experienced irregular bleeding. These events seen as device dislocation into abdominal cavity and genital bleeding are serious due to medical importance and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the suggestive temporal relation, causality with suspect insert cannot be excluded. Although in this case, the exact date and mechanism of this dislocation were not known, considering its nature, a causal relationship cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed. A review of similar cases for the reported batch resulted in no similar adverse event cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.